Event description:
The customer reported via phone call that her blood glucose level was over 600 mg/dl. The customer was in a group session and they called 911 and took her to the emergency room on (B)(6) 2016. The customer had an upset stomach and was tired. She treated her blood glucose level with 14 units of insulin via the bolus. The customer experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.